Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and ft3 - free triiodothyronine (ft3 iii). The customer provided the patient sample for investigation. Of the data provided, erroneous ft3 iii results were identified between the customer's e602 analyzer, a centaur analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. Refer to the attachment to the medwatch for patient results. No adverse event was reported. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 185694 with an expiration date of 05/31/2016. The ft3 iii reagent lot number and expiration date used at the customer site was not provided. A specific root cause could not be identified. Possible root causes may be related to a handling, calibration or instrument issue at the customer site, but this could not be confirmed as additional information was not provided. Based on the available information, a general reagent issue can most likely be excluded.